Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on an onsite evaluation by an abbott representative. The account provided two photographs of the driveline. The first photograph showed a circumferential tear at the distal bend relief of the driveline, near the metal connector. On 11oct2022, an abbott technical services representative successfully performed the clamshell repair. The second photograph showed that the damaged area was reinforced with the clamshell. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29dec2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook (rev. C) is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white driveline layer was peeling away from the system controller connector. A clamshell repair was performed with no issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.